Manufacturer narrative:
Insulin pump received with flush and loose drive support disk. Insulin pump unable to prime during prime test due to flush and loose drive support disk. No alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was not provided. The drive support cap was protruded. The customer stated that they push in the cap while they were connected to the insulin pump while they were on the phone. The customer stated that they had manual injections but they did not know how much to administer. The discontinuation of the device was advised. Nothing further was reported.